Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event and was treated with vancomycin (3 gm, ip, every 3-5 days) for peritonitis. On an unknown date, vancomycin was discontinued. On an unknown date, the patient was treated with fortaz (1gm, daily, route not reported) for peritonitis and it was still ongoing. The patient was discharged from the hospital and recovering from the peritonitis. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd895417 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.